Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The customer contacted baxter's technical service center regarding needing assistance getting the cassette out of the machine. The home patient (hp) stated a bag fell off one of the lines, which occurred on the homechoice (hc) during use during the initial drain. The baxter technical service representative (tsr) had the hp cycle power on the machine. The drain volume (dv) equaled 23ml. The hp stated she never connected to the machine, she just set the machine up early. The tsr had hp down arrow to end therapy and press enter. The tsr helped the hp end therapy. The hp was able to remove the cassette. The hp stated she will discard the supplies and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem. A follow up was done via phone call; the hp has continued therapy with no injury or medical intervention as a result of this incident. The lot number was unknown and the supplies had been discarded. The hp stated they started over with new supplies.